Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. The investigation determined that the separation appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.5x8mm nc trek dilatation catheter was being inserted through the co-pilot when the nc trek snapped in two pieces. The location of the device separation on the nc trek is unknown. It was suspected that the nc trek was not co-axial with the co-pilot. The device never entered the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. Another nc trek was used to complete the procedure without further incident. No additional information was provided.